Event description:
During a ventricular tachycardia ablation procedure using a brk transseptal needle, a pericardial effusion occurred. A transseptal puncture was performed using a brk transseptal needle. Approximately two hours later the cardiac silhouette was noted to have enlarged. The procedure was stopped, a pericardiocentesis was performed, and protamine was administered, which stabilized the patient. The patient was doing well at the time of this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.